Manufacturer narrative:
(B)(4). Any additional information provided by the customer will be included in a follow up report. At this time, vyaire has not received the suspect.

Event description:
It was reported to vyaire that the circuit elbow separated at hose connection during surgeries.

Manufacturer narrative:
Vyaire medical complaint number (B)(4). The vyaire quality team received the suspected device and performed a failure investigation. The reported issue was the circuit elbow is separating at the hose connection in the laboratory setting. The root cause of the reported issue is undetermined since it is possible that the elbow p/n r5040elma become out of specification due to normal variations of the process. Since two years of complaints were reviewed and no other issues with an elbow out of specification was found and no issues were found on the DHR of the elbow p/n r5040elma with lot number 1021327 this could be considered as an isolated issue.